Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. However, the assignable root cause could not be determined. A device history review was performed which indicated that there were no relevant issues identified during the manufacture of the device that may have contributed to the reported condition. (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the power module device did not function. It was further determined that the device failed pretest for function test, saw-test, charging and refreshing battery in charger universal battery charger ii and information button and self-test. It was noted in the service order that the red light emitting diode (led) lit up. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.